Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned devices. The returned sample revealed that it was received, three empty packaging, and one open sample that pertained to product code w9913. In order to evaluate the condition of the unopened sample, the packet was examined. The packet has delamination, excessive wrinkles, and holes in the cavity. In addition, the packet was opened, and the strand had begun with a degradation process caused by exposure to the environment. This deterioration caused the suture to be broken. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a wound closure procedure in 2023 and suture was used. Before use on the patient, the hospital has 5 suture units with code w9913 with lot am6230. When the surgeon opened the bag for use, the sutures inside were all broken. Visual inspection was conducted on the returned devices. The returned sample revealed that it was received, three empty packaging, and one open sample that pertained to product code w9913. In order to evaluate the condition of the unopened sample, the packet was examined. The packet has delamination, excessive wrinkles, and holes in the cavity. In addition, the packet was opened, and the strand had begun with a degradation process caused by exposure to the environment. This deterioration caused the suture to be broken. No adverse patient consequences were reported. Additional information was requested.